Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer's blood glucose level was 428 mg/dl. The customer ultimately filled and loaded the cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.